Event description:
During a percutaneous transluminal angioplasty to the left common iliac artery a balloon rupture occurred. There was heavy calcification, vessel tortuosity and 90% stenosis present. There were no anomalies noted during product inspection or when prepping device. An indeflator was use for inflating balloon. The physician attempted to deploy the stent however the balloon reptured below 2 atm the stent did not expand to a great extent and subsequently a snare was use to retrieve the stent. There was no balloon leakage observed. There was no seperation of any balloon part and no vessel dissection reported. Another palmaz stent was use to conclude the procedure. There was no adverse consequence to the pt.